Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Reviewed the alarm history and found an error alarm. Performed the displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at time of call was 235mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.